Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will not be obtained as patient/physician contact information was not provided. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. (B)(6).

Event description:
News article reported ¿there are 25 confirmed cases of bia-alcl in (B)(6) ¿ according to yet-to-be published data compiled by two prominent plastic surgeons ¿ of which 23 are linked to biocell implants.¿ article additionally reports one patient with alcl in 2012. Implant/explant dates were not provided. Patient or device information not provided. Device status is unknown.